Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Kramer, d. B., l. A. Hatfield, et al. (2015). Transvenous implantable cardioverter-defibrillator lead reliability: implications for postmarket surveillance. J am heart assoc 4(6).

Event description:
Boston scientific received information through a journal article review that discussed a study that evaluated medtronic sprint quattro, boston scientific endotak, and st. Jude durata and riata st optim leads implanted between january 1, 2006 and september 1, 2012. A total of 2,653 patients (389 boston scientific leads) were included. Mean of 3.2 years showed lead failure of 0.28 percent per year, with no significant difference amongst the manufacturers. Boston scientific endotak leads were identified as having only 6 failures of 389 boston scientific leads studied. Failures were defined as: abnormal impedances outside the labeled normal range for that model, electrical noise, over-sensing, increased pacing thresholds or decline in r-wave amplitude necessitating lead replacement, lead defect (i.e., conductor fracture) leading to ineffective therapy, lead insulation abrasion, exposing the conductor, and lead dislodgement. The study showed the following under lead status at the last follow-up: 22 infected-related observations, 44 other-unknown observations, and 236 patients that had died. No correlation was made between these observations and specific manufacturers. However, the authors note that patients could have possibly been hospitalized elsewhere for lead-related complications, which may not have been reported to the study centers; however there is no direct correlation linking the two at this time. Authors concluded that implantable cardioverter defibrillator (ICD) leads rarely fail; however, discussed that regulators should consider the sample size implications when designing comparative effectiveness studies and evaluating new technology for preventing sudden cardiac death.